Event description:
.

Event description:
It was initially reported that the patient was experiencing a sore throat and was having problems with her voice which made it so she could barely talk following vns implant surgery. The patient was diagnosed with left vocal cord paralysis by an ent after being scoped. The patient also reported having trouble breathing and swallowing and felt like there was something stuck in her throat. The family was told that she had an adverse reaction to the vns surgery. The patient had her generator disabled and was given a steroid which did not help. The patient has been weak, tired and nauseous at times since the surgery. Good faith attempts for additional information have been unsuccessful to date.